Manufacturer narrative:
Initial 2 of 2. Name- tandem. Street-11045 roselle street. City- san diego. State- ca. Zip code- 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced bent cannula on (B)(6) 2026 due to which the patient faced hyperglycemia event. The blood glucose level was 24.2 mmol/l and got treated with correction bolus via pump. The issue occurred with two infusion sets. The patient replaced infusion sets and resumed insulin successfully.